Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation, so the complaint cannot be confirmed. Only the unused/sealed devices from same lot were received for evaluation. Visual observations revealed no anomalies with the devices. These devices were inspected as per standard visual inspection document pic-vs111 rev. B and found no discrepancies. A root cause for the failure indicated cannot be determined based on the information available at this time. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by a sales representative that during a temporomandibular joint surgical procedure, it was observed that the suture on his mini quick anchor plus w/ethibond was unraveling after the surgeon tied the knot. There was no delay in the procedure. It was reported the procedure was completed using left over suture from the knot, wrapping it around the anchor and tying another knot to reinforce it. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.